Event description:
Patient reported revision surgery due to pain.

Manufacturer narrative:
Pre-revision x-ray received and reviewed. It appears that the humeral head is riding superior relative to the glenoid. It may be possible that the patient has some level of rotator cuff tear. However, there is not enough information provided to confirm a rotator cuff tear or to confirm that the complaint is product related. A search of the complaint database found no additional reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.